Manufacturer narrative:
The hospital replaced the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'no flow sensor'. There was no report of patient involvement.